Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Hip revision due to elevated metal ion levels. This report is based on allegations set forth in patient's notice and the allegations there in are unverified.

Event description:
Hip revision due to elevated metal ion levels. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. In order to investigate the matter thoroughly access is needed to certain patient co-morbidities, mris, CT scans, full x-rays including laterals (pre and post primary surgery), routine blood tests to include inflammatory markers, hip aspiration to exclude infection, intraoperative findings, histological findings and confirmation of armd/alval and retrievals. Investigation is completed based on current available information. The legal case is ongoing. If any additional information becomes available, then the complaint will be reopened and investigated, and subsequently a supplemental report will be provided where deemed required.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
Hip revision due to elevated metal ion levels. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 1047-20 lot # 2014030042 item name : apical plug, item # 1016-26 lot # 050118978 item name: poropalcal stem, item # ep-105833 lot # 772840 item name: epoly rlc 32mm 10deg sz23, item # not reported lot # not reported item name: unknown acetabular shell. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Hip revision due to elevated metal ion levels. This report is based on allegations set forth in patients notice and the allegations there in are unverified.